Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that after the patient was implanted on (B)(6) something happened with the new battery because at first everything seemed fine but then something caused severe swelling, pain, and inflammation around the implant site so they needed to take pain medicine. The patient went to their healthcare provider (hcp) who would not see them. Patient called their manufacturing representative (rep) who was able to get them an appointment the next day with a nurse practitioner (np) who looked at the implant site and said they were going to talk to the doctor. Patient said their doctor mentioned to the physician's assistant (pa) that the implant had to be removed and that they did not want the patient to be their patient anymore so they went to the hospital overnight to find a new hcp and they removed it the next day. Patient was able to see a new hcp where they removed the device on (B)(6). Patient has an appointment on friday with the new hcp to find out what the next steps were.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.